Event description:
The customer contacted physio-control to report that their device unexpectedly lost power. In this state, the device may not be able to provide defibrillation therapy, if it were needed.this issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
The electronic device record for the reported event was review by the cqe and reported issue was verified. During review it was observed that the customer is using batteries that were manufactured greater than 2 years ago. The lp15 operating instructions indicate to replace the batteries every 2 years.

Manufacturer narrative:
The initial reporter¿s phone number is (B)(6). A physio-control service representative performed an initial evaluation of the customer¿s device and was not able to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The electronic device records were downloaded for further review.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.